Manufacturer narrative:
Devices alo involved in this event: battery/ (B)(4); cat#: 1650; exp date: 07/31/2016; mfg date: 07/31/2015. Battery/ (B)(4); cat#: 1650; exp date: 08/31/2016; mfg date: 08/31/2015. Battery/ (B)(4); cat#: 1650; exp date: 08/31/2016; mfg date: 08/31/2015. Battery/ (B)(4); cat#: 1650; exp date: 08/31/2016; mfg date: 08/31/2015. Battery/ (B)(4); cat#: 1650; exp date: 07/31/2016; mfg date: 07/31/2015. Battery/ (B)(4); cat#: 1650; exp date: 08/31/2016; mfg date: 08/31/2015. Battery/ (B)(4); cat#: 1650; exp date: 08/31/2016; mfg date: 08/31/2015. Battery/ (B)(4); cat#: 1650; exp date: 08/31/2016; mfg date: 08/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the vad coordinator at site replaced a controller and all the batteries on a patient on (B)(6) 2016 with real critical battery alarms. Not coming from a pacemaker. He had 3 alarms on his alarm history and reports being on fully charged batteries during the alarms. He said that alarm resolved after pushing in his battery connections more. He marked several batteries thinking it was the batteries but it didn't matter which ones he was on, he still got the alarm. He also reports the batteries switching back and forth even when they are not at 25% charge (from side 1 to side 2). No consequence to patient. No additional information available.

Manufacturer narrative:
Additional information received states that the patient did not experience any loss of power. Event was resolved with the replacement of the device(s). One controller and six batteries were returned for evaluation and root cause analysis. Devices that fail due to power switching also undergo visual inspection, functional testing and data log analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that controller con100247 has not been smr upgraded. A comprehensive review of the available log files revealed four critical battery alarms prior to the reported event date ((B)(6) 2016) involving both power sources (ps1 and ps2) on (B)(6) 2016, having 'fault status 3' error code 0x0040 and 0x0020, indicating sys_uic_batt2_comm_fail and sys_uic_batt1_comm_fail. The batteries involved were bat302439, bat302477, bat301977 and bat302090 respectively. The capacity of each battery at the time of the power switching was zero percent (0%) as was evident of the alarms. However, per the data file, all the batteries exhibit capacities with relative state of charge (rsoc) greater than zero percent (0%) minutes prior to the alarms. Since it is highly improbable that the batteries' charge would suddenly fall to zero (0), these events were most likely due to communication anomalies between the batteries and controller. Additionally, prior to the reported event date ((B)(6) 2016) there were a number of power switching events at a high relative state of charge (rsoc) (involving bat302483, bat302555 and bat302485) occurring at times when neither battery was being changed, which may be a sign of premature power switching. Both power ports appear susceptible. In addition, there was a vad stopped alarm on the reported event date, which was most likely a result of the controller exchange. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Batteries bat302485 and bat302476 were not returned for evaluation. A review of the incoming inspection records for bat302485 and bat302476 indicated there were no ncmrs generated that could be related to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Con100247, bat301977, bat302477, bat302555, bat302090, bat302483, bat302439: heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.